Manufacturer narrative:
A.5 in unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 33-year-old male in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella was placed under resuscitation simultaneously with extracorporeal membrane oxygenation (ECMO). The impella was placed over the right femoral artery and ECMO was placed venously via the right femoral vein and arterially via the left femoral artery. Leg perfusion was initially poor on both sides. Femoral-femoral bypass was placed. Compartment syndrome then developed on the right side. Fasciotomy was performed. The patient lost hemoglobin relevant blood and received transfusions. Due to this problem, the patient was weaned off the impella cp and was explanted.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella was returned for evaluation. Upon evaluation, there were no issues found with the device. Additionally, clinical details were not sufficient to determine the root cause. Therefore, the root cause the limb ischemia could not be determined. Added- d9 device return date d4-corrected model number.